Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The first image confirms ballooning of the medial extension line. The second photo displays the flow rate of 3.40 ml/s, which is consistent with the customer report. The customer also returned one, 4-lumen cvc for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual analysis revealed the medial extension line with the gray hub was stretched/ballooned towards the luer hub. The observed damage appears consistent with unintentional over pressurization of the extension line during use. The stretched portion of the extension line measured 0-95 mm from the luer hub. The medial extension line outer diameter in a non-stretched area measured 0.08610", which is within the specification limits of 0.084"-0.088" per distal extension line extrusion product drawing. The medial extension line inner diameter within the luer hub measured 0.056", which is within the specification limits of 0.055"- 0.059" per product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial extension line was flushed using a lab inventory 10ml syringe filled with water. The extension lines flushed as intended. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "warning: ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications." The pi information card was reviewed as part of this complaint investigation. The card indicates that for the medial extension line of a 4 lumen: 8.5 fr x 20 cm catheter, the maximum indicated flow rate is 10ml/sec. Based on the customer report and photo, they remained within the maximum flow rate specification. The customer report of a stretched/ballooned extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the medial extension line was partially stretched/ballooned. Despite this, the catheter met all relevant fu nctional and dimensional requirements, and a device history record review based on two lot numbers from sales history was performed with no relevant findings to suggest a manufacturing issue. Over pressurization of the line can occur due to multiple causes including internal occlusions or kinking of the catheter. Based on these circumstances, unintentional use error (overpressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "a patient underwent a CT scan with the use of venous contrast. The patient has a 4-lumen cvc with a designated contrast lumen. The cvc was functioning well, and it flushed smoothly before the procedure, including while in the scanner, where the radiographer flushed it through. After the scan was completed, the grey lumen had dilated." The user changed to a new catheter. It was reported "the patient was admitted to our intensive care unit both before and after the scan and, as far as we are aware, has not been adversely affected by the incident."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a patient underwent a CT scan with the use of venous contrast. The patient has a 4-lumen cvc with a designated contrast lumen. The cvc was functioning well, and it flushed smoothly before the procedure, including while in the scanner, where the radiographer flushed it through. After the scan was completed, the grey lumen had dilated." The user changed to a new catheter. It was reported "the patient was admitted to our intensive care unit both before and after the scan and, as far as we are aware, has not been adversely affected by the incident."